Event description:
Pt has a small pupil. The leading haptic tore the inferior portion of the capsular bag during implantation and was explanted. An anterior chamber lens was used to replace the fc-60ad lens. The fc-60ad lens was discarded.

Manufacturer narrative:
The female patient had a physiologically constricted pupil that would not dilate and a relatively small eye, with a shallow anterior chamber due to hyperopia. The surgeon had a great deal of trouble handling the phacoemulsification, but felt he got through it with no complications. During insertion, he noted that the leading haptic of the fc-60ad lens damaged the posterior capsule, possibly due to difficulties in controlling the ejection of the lens due to restricted visualization through the small pupil. The surgeon does not feel that the lens malfunctioned in any way, but he does think that is was not the correct choice of lens style for this eye. In the future, he noted, he would choose a single-piece acrylic for such an eye due to their high flexible haptics.